Manufacturer narrative:
Additional information was added to the following fields: date of birth: (B)(6). Date of event: (B)(6) 2017. "This nurse was at patient's bedside attempting to start an IV in the right antecubital. After attempting to start an IV the site was determined to be unusable, so I retracted the needle by pressing the white button on the catheter. The needle retracted into the hub. I then proceeded to take the tourniquet off the upper portion of the arm and take out the plastic catheter that was in the patient's arm while placing pressure with gauze to the area. Upon examination after the removal of the plastic catheter I noted that the end appeared to be disfigured." Device evaluation: result - a DHR review was performed for the reported lot 6302743. This lot was built from october 31, 2016 thru november 5, 2016. All required challenges samples and testing was performed per specifications. It was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Bd received one used iag 20ga catheter/adapter assembly from lot number 6302743. A visual/microscopic examination was performed. Observed the tip of the catheter tubing was missing from the returned sample. The length of the return used sample was compared to the length of lab supplied sample. The tubing edges were clean, slightly jagged with very little strings/flashing at the area. Observed there was the characteristic v shape of a spear thru approximately ¼ of an inch from the tip. Conclusion: the customer reported defect was confirmed. The tubing edges were clean (maybe jagged) with little flashing/strings may indicate the failure mode was a cut induced by a sharp instrument. In addition, there was the characteristic a v shape of a spear thru. It is uncertain whether the defect catheter broken which was observed was caused by manipulation of the device prior to insertion or by the manufacturing process. The unit was returned used. Where the defect occurred (user or manufacturing) is indeterminate.

Event description:
Additional information received from the customer with the returned sample: "this nurse was at patient's bedside attempting to start an IV in the right antecubital. After attempting to start an IV the site was determined to be unusable, so I retracted the needle by pressing the white button on the catheter. The needle retracted into the hub. I then proceeded to take the tourniquet off the upper portion of the arm and take out the plastic catheter that was in the patient's arm while placing pressure with gauze to the area. Upon examination after the removal of the plastic catheter I noted that the end appeared to be disfigured."

Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. UDI# (B)(4). Device evaluation: a sample is available for evaluation but has not been received. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that when the needle on the suspect device was retracted, the tip of the cannula broke off and was found in the patient. The patient had a cut down to retrieve the broken catheter.